Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported during implant procedure, the helix of the right atrial (ra) lead was retracted once in order to reposition due to poor p-wave sensing. The physician repositioned the lead to the desired position, but was unable to extend the helix after 40+ turns, even after ensuring the trouser legs were correctly engaged. The lead was removed from and the helix mechanism was tested outside the body. The helix appeared to have extended but would not retract again. A new lead was used with no complication.